Event description:
Pump (B)(6) was evaluated during service when it was identified that the device failed the ground resistance test, measuring 0.171 ohm. The acceptance criterion for the ground resistance test is less than 0.1 ohm. The condition was identified during testing. There was no patient involvement and no adverse event was reported. Complaint record: (B)(4).

Manufacturer narrative:
A review of intuvie¿s service records was conducted and no prior service events documenting the same failure mode were identified for this device. Complaint history was also reviewed, and no previous complaints associated with the reported condition were identified. The root cause of the ground resistance test failure was determined to be component failure within the grounding circuit. The affected component was replaced, which corrected the condition. Following repair, the device met applicable electrical safety and performance specifications. A corrective and preventive action (CAPA) was initiated to further evaluate this failure mode. Refer to complaint record (B)(4) for additional details related to this event.

Manufacturer narrative:
This follow-up MDR is being submitted to provide additional reportable information identified during continued evaluation of the device. The device was initially received in a condition that prevented completion of full functional performance testing. Rework was required to restore device functionality and allow additional evaluation to be performed. Following the required rework, additional testing identified that the device failed the 30 psi occlusion test, alarming at 20 psi, which is below the applicable acceptance range of 22¿38 psi. Recalibration was performed in an attempt to correct the issue; however, the device continued to fail occlusion testing following recalibration. The pressure sensor was subsequently replaced to correct the issue. A CAPA was opened to investigate the failure found during testing. Refer to complaint record com-(B)(4) for additional details related to this event.

Event description:
Pump sn (B)(6) was evaluated during service when it was identified that the device failed the ground resistance test, measuring 0.171 ohm. The acceptance criterion for the ground resistance test is less than 0.1 ohm. Due to a keypad failure, complete testing could not initially be completed. Following replacement of the keypad, additional testing identified that the device failed the 30 psi occlusion test, alarming at 20 psi, which is below the acceptance range of 22¿38 psi. Recalibration was attempted to correct the issue; however, the device continued to fail occlusion testing following recalibration. The conditions were identified during service testing only. There was no patient involvement and no adverse event was reported.